Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy and has manual injection supplies available.